Event description:
User experiencing erratic sodium results. The following examples were provided: initial result 128 meq/l, repeat 135 meq/l. Initial results were not reported. The field service representative was unable to determine a cause for the discrepancies.

Event description:
User experiencing erratic sodium results. The following examples were provided: initial result 133 meq/l, repeat 139 meq/l. Initial results were not reported. The field service representative was unable to determine a cause for the discrepancies.

Event description:
User experiencing erratic sodium results. The following examples were provided: initial result 129 meq/l, repeat 135 meq/l. Initial results were not reported. The field service representative was unable to determine a cause for the discrepancies.

Event description:
User experiencing erratic sodium results. The following examples were provided: initial result 123 meq/l, repeat 130 meq/l. Initial results were not reported. The field service representative was unable to determine a cause for the discrepancies.

Event description:
User experiencing erratic sodium results. The following examples were provided: initial result 128 meq/l, repeat 134 meq/l. Initial results were not reported. The field service representative was unable to determine a cause for the discrepancies.